Event description:
Patient attended 1st scheduled in-center dialysis treatment. Pre vital signs bp-123/66, pulse-90, resp-16, temp-97.6. At approx. 1831 dialysis treatment started with use of optiflux f180nre dialyzer as prescribed. Approx.1844, patient complained of feeling warm, hot and had flushing. Treatment discontinued, oxygen, benadryl 25 mg ivp and solu-medrol 125 mg ivp administered, 911 activated. Patient transported by ems to hospital alert and oriented with the following vital signs: bp-126/84, pulse-77, resp.-16. Optiflux f180nre discontinued and added as an allergy.